Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the freestyle librelink that would have led to the complaint. The customer reported missing high and low glucose alarm with the freestyle librelink application. Attempted to replicate the user¿s complaint using samsung galaxy a52 (android 12, 2.8.4.9335) and successfully received glucose readings and alarm notifications. The user complaint could not be replicated. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with an unknown operating system version sama13-12-2849335. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. As a result, the patient self-treated with syrup. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc device in use with an unknown phone with an unknown operating system version (B)(6). The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. As a result, the patient self-treated with syrup. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.